Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. This lead was out of service. No additional adverse patient effects were reported. Additional information received indicates that the atrial lead was dropped post implant. No adverse patient effects reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. This lead was out of service. No additional adverse patient effects were reported. Additional information received indicates that the atrial lead was dropped post implant. No adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This supplemental report was created to capture the correct aware date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found no contamination or abnormalities on the lead body. Note: contaminates may have been dissolved during decontamination process. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This supplemental report was created to capture the correct aware date.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. This lead was out of service. No additional adverse patient effects were reported. Additional information received indicates that the atrial lead was dropped post implant. No adverse patient effects reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. This lead was out of service. No additional adverse patient effects were reported.